Event description:
It was reported that during reprocessing the camera head had electric cord is exposed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable, there was noise found with the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event electric cord was exposed caused due to cut on the cable. The event noise found with the image was cause due to faulty ccd unit. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.